Event description:
It was reported that during the implant, the physician was exercising the lead helix prior to inserting into the patient and the helix needed 30-40 rotations before it "jumped" out. A second attempt was also unsuccessful. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4). The full lead was returned, analyzed and the helix of the lead was extrinsically bent and visual summary analysis of the lead indicated damage at implant. It was noted that the number of turns to extend the helix is greater than specification due to the helix being bent during the attempted implant. This is not a lead failure. The bent helix is likely the cause of the helix appearing to "jump" when being extended.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.